Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31270357l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced pulmonary vein stenosis. The patient plans to have pulmonary vein dilation procedure. During 4 month follow-up observation after the procedure on 12-jun-2024, pulmonary vein stenosis was observed. Patient had severe stenosis of the left superior and right superior pulmonary veins, sub-occlusion of the left inferior pulmonary vein, and moderate stenosis of the right inferior pulmonary vein. The patient's symptoms seemed to be severe. The patient was experiencing shortness of breath and other symptoms and therefore, an intervention (pulmonary vein dilation procedure with the attendance of a physician from another hospital) is being planned to be done by the end of the year. The physician thinks it was possibly caused by the procedure. The physician thought that excessive ablation did not occur, but he would like to review the ablation data to confirm this. The cause is unknown. No abnormalities were observed prior to or during use of the product.